Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with cold insulin. Customer reported elevated blood glucose (bg) levels ranging from 200-400 (mg/dl) with trace ketones and delivered a bolus to stabilize bg levels. During troubleshooting with tandem technical support, customer was reminded that room temperature insulin should be used when loading cartridge. Customer declined any further troubleshooting on the reported event.